Event description:
Alleged the head section is tilted to one side.

Manufacturer narrative:
The technician found that both of the pivot slides have come out of the track. The technician replaced the head cylinder, head sensor and the pivot slides to repair the bed.